Event description:
This complaint was from (B)(4). It is reported that the patient had a right hip prosthesis implanted on (B)(6) 2002. Since (B)(6) 2012, the pt has been experiencing pain in her groin. On (B)(6) 2013, patient was experiencing "femur stem pain" on her right side. On (B)(6) 2013, during an x-ray control for right hip with the thigh showed that there is a breakage of the stem and the cup is loose. On (B)(6) 2013, the patient underwent revision surgery due to breakage of the stem and loosening of the cup. Add'l info: the implant was handed over to the patient and confirmed by signature.

Manufacturer narrative:
The MFR did not received devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. While a cause for this specific event cannot be ascertained from the info provided, an updated report will be submitted once more info is received. (B)(4).